Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after the port was removed, it was noticed the bottom side part of the port was torn. Surgery was done properly. No bleeding was reported. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended. No pt injury reported.